Event description:
It was discovered during testing that a spectrum pump's keypad had a delayed response. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. A delayed keypad response was confirmed and was determined to be caused by a failed processor printed circuit board (pcb) assembly. A delayed keypad response of approximately 3 seconds was observed during testing, limiting keypad functionality. The failed processor printed circuit board (pcb) assembly was replaced.